Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller (aic) displayed a controller failure alarm during patient support. The aic was swapped in response to the issue. There was no patient involved.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The failure was unable to be reproduced throughout testing and is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of reoccurrence. The cause of the issue was not determined since issue could not be reproduced.